Event description:
A us distributor reported that a monitor's lcd display screen was blank/black.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (screen blank or black) was confirmed due to an internally shorted inverting charge pump on the ca board. Upon investigation the monitor was unable to pass detect and treat testing. The root cause for the defective component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event that resulted from the damaged monitor.